Event description:
It was reported that the lead was unable to implant. Grating found when the introducer was used.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. The reported field event of unable to implant lead was confirmed. A stylet could not advance through the lead due to offset inner coil. The cause of offset inner coil could not be determined.